Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument cable was showing wear on rubber coating of cable. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. Isi reviewed the site¿s complaint history which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site¿s instrument logs confirmed: system sk0634. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of damaged conductor wire insulation is attributed to component failure. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.

Event description:
Refer to h11 for follow-up information.